Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of thrombosis and claudication are listed in the supera instructions for use as known patient effects of peripheral stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the procedure on (B)(6) 2016 was to treat a lesion with heavy tortuosity and heavy calcification in the distal superficial femoral to proximal popliteal artery. A 5.5 x 150 mm supera stent was successfully deployed in the most distal segment of the lesion and a 5.5 x 100 mm supera was successfully deployed proximal to the 1st stent, followed by proximal deployment of a non-abbott stent. There was no adverse patient effect and no clinically significant delay in the procedure. On (B)(6) 2016, the patient presented with leg claudication (cramping/pain). Angiogram revealed thrombosis approximately 2 cm distal to the distal 5.5 x 150 mm supera stent. The thrombosis was successfully removed via angiojet, followed by dilatation with an unspecified balloon. An unspecified stent was implanted distal to the 5.5 x 150 mm supera stent, successfully treating the patient. No additional information was provided.